Event description:
Edwards received notification that a patient with a 7300tfx27mm valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of five (5) years and two (2) months due to degeneration and hyperreflective cusps with reduced movement leading severe stenosis (mean gradient 23 mmhg, area with pressure half-time (pht) 0.8 cm2) and mild-moderate regurgitation (vc 3 mm). The patient presented with dyspnea before the reintervention procedure. A 26mm transcatheter valve was implanted within the edwards surgical valve with perfect result. The patient was discharged home.

Manufacturer narrative:
Added information to section a2 (date of birth), a4 (patient weight) and b7 (additional text). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (health effect - clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including a history of hyperlipidemia (hld).

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a patient with a 7300tfx27mm valve implanted in mitral position underwent a valve-in-valve intervention after an implant duration of five (5) years and two (2) months due to degeneration leading to severe stenosis. A 26mm transcatheter valve was implanted within the edwards surgical valve with perfect result.